Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent emergency endovascular treatment for a ruptured abdominal aortic aneurysm with abdominal compartment syndrome using gore® excluder® aaa endoprostheses. The endoprostheses were successfully implanted. A contralateral leg endoprosthesis was implanted on the right/contralateral side. Subsequently, open drainage was performed for the abdominal compartment syndrome, which had been observed preoperatively. However, bleeding in the aorta was uncontrolled and the coagulation system was failed. Angiography confirmed that a dissection had been formed from the right external iliac artery to the right common iliac artery on the distal side of the contralateral leg endoprosthesis. Reportedly, the dissection may have been formed during touch-up with a non-gore balloon (reliant, medtronic). The patient's right common iliac artery was reported to be calcified. For repair, two additional endoprostheses were implanted to extend to the right external iliac artery, and the right internal iliac artery was surgically ligated. The bleeding remained uncontrolled and blood pressure could not be maintained. The patient went into cardiac arrest once but recovered after cardiac massage. The procedure was converted to vascular graft replacement and the endoprostheses were removed. However, the patient was still unable to maintain blood pressure, which resulted in multiple organ failure and death of the patient. No autopsy is planned. The physician reportedly stated as below: I think there was no causal relationship between the death and the endoprostheses because the death was due to multiple organ failure because of ischemia, and the root cause was the pre-existing rupture.

Manufacturer narrative:
The device evaluation showed the following: the device fragments were returned to w. L. Gore & associates for investigation. Submitted unfixed was a fragmented gore® excluder aaa endoprostheses system (containing 1 complete device and 14 device fragments); one trunk ¿ ipsilateral leg endoprosthesis (trunk), two contralateral leg endoprostheses fragments, and 11 unidentifiable fragments (uf-1 ¿ 11; presumed contralateral leg endoprostheses or iliac extender endoprostheses), and one constraint sleeve fragment (csf-1). Device fragments had been transected prior to arrival at w. L. Gore and associates. The abluminal and luminal surfaces of all device fragments were red in color (i.e., blood stained). The lumens of all device fragments were widely patent. All transections had rough cut edges, exposed nitinol, and frayed eptfe material. Clf-2 presented with stent frame was circumferentially distorted/displaced resulting in device in-folding and a narrowing of the lumen. Histopathological analysis was not performed, due to the lack of adherent tissue present, implant duration, as well as the lack of fixation upon arrival. The device fragments were subjected to an enzymatic digestion process to remove biologic debris. Following digestion, the device was examined for material disruptions with the aid of a stereomicroscope. All material disruptions (i.e., material transections/cut and serration marks) were present on the graft specimens, consistent with cutting by sharp surgical instruments (i.e., scalpel or scissors) and grasping/pulling with surgical instrumentation (i.e., hemostat/clamps), likely used during the explant procedure. There were no wear related disruptions were identified. Additionally, no hole was identified near the bifurcation of the trunk. According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and or require intervention, include, but are not limited to: dissection, perforation, or ruptures of the aortic vessel and surrounding vasculature. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act. Emdr section h6, codes c19, d15, d12 updated to reflect results of investigation.